Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. It was reported that the patient wanted to know if they needed to call their urologist to see if their stimulator in their back had moved or shifted. They said they were having such bad issues last year and they felt like that had something to do with that area. Patient had a "bump" in that area that was real tight. Patient thought something was going on with it and thinks it had migrated. The patient was redirected to their healthcare provider to further address the issue.